Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:(B)(6), sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#:n5g1412y), sigpshell, sig power sigpshell control shell (lot#:n5e1855y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, before firing, the power handle controls became unresponsive and the jaws of the reload could not be reopened while on the tissue. The shell was replaced, but the device continued to crash. Resulting in an extended surgical time of 15 minutes. Another manual handle was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a broken piece of a reload adapter stuck in the distal end of the adapter. Functional testing noted that the blue unload switch could be fully depressed. The adapter was connected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. There was an articulation calibration error in the data saved to the system. The adapter had 37 of 50 procedures remaining. The broken reload adapter was removed without difficulty from the adapter. The adapter and broken reload adapter were connected to a clamshell and a handle running v29.6 software. The handle performed emergency retraction. The reload articulation was centered. The reload was attached to the adapter and was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. Analysis of the testing handle data indicated that prior to calibration, the articulation mechanism was out of position. This would make the unloading of a reload difficult. It was reported that the jaws did not open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the instrument did not work. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.